Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for a diagnostic procedure, the camera head did not display an image. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of no image was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.